Manufacturer narrative:
Additional information was reported which indicated that the implantation depth of the valve was rather shallow, 7 millimeters (mm) on the non-coronary cusp and 2mm on the left coronary cusp. The valve was considered small, 26mm. The annulus perimeter was 70.4 mm. In regards to the dislodgement, as now reported the valve might have been caught in the nose cone when the delivery system was removed but this was not known for sure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 26mm transcatheter bioprosthetic valve, into an ¿extremely¿ bicuspid native valve with severe leaflet calcification, as the delivery catheter system (dcs) was withdrawn, the valve dislodged to the ascending aorta. The valve was snared to the aortic arch. It was determined that the diameter of the ascending aorta and arch were much larger than the outflow crown of the 26mm valve. Subsequently, a 29mm valve was used for implant. Angiography showed the first valve was not anchored and was ¿floating¿ in the ascending aorta. The physician attempted to identify a location where the first valve could be anchored, but it was reported that no additional intervention was performed to resolve the floating valve and that it was no longer moving. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device remains implanted and was not returned for analysis. No procedural films were submitted for review. A device history review for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was reported that the diameter of the patient¿s ascending aorta and arch were much larger than the valve chosen for implant. It was noted on angiography the first valve was seen moving inside of the ascending aorta. The physician attempted to secure the valve; however, it was no longer moving. As a result of the dislodgement of this valve a second larger 29mm valve was implanted. Without additional information a root cause could not be established; however, the most likely cause for the dislodgement was due to the improper sizing between the bioprosthetic valve chosen for implant and the patient¿s native annulus. This event does not indicate device misuse or a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.